Event description:
It was reported that the patient was dissatisfied with their best corrected visual acuity (bcva) after receiving a preloaded toric intraocular lens. They experienced a hyperopic surprise, despite the surgeon confirming that all measurements and calculations were accurate. Their manifest refraction (mrx) was +2.50 sph, and their significant dry eye condition, which had been treated and stabilized over six months, showed no change in measurements. Due to the unexpected hyperopia and lack of a clear explanation, a decision was made to target approximately -2.50 diopters for future correction. The initial lens was explanted and replaced with another preloaded toric lens of 25 diopters. Since the lens exchange, the patient's vision has improved significantly, and they have expressed much greater satisfaction. Their current refraction is now -2.25 se, suggesting there may have been an abnormality with the initially delivered lens. No additional information was provided.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown/information not provided. Section b3: date of event: unknown/information not provided. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the lens was cut with a cut portion of the lens missing. No other issues were identified. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. Manufacture record review: the manufacturing records review shows that the units were released within specification. No process deviations (dev), nonconformances (nc/nr), or capas were found as part of this manufacturing records review. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.